Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿ and ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, no problem detected, and ¿withdrawn.¿ no further investigation is required at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6): [missing record: records for operative report for ¿mesh implant¿ were not provided.] Product identification records for the alleged gore device were not provided. On (B)(6) 2019: (B)(6), md. Emergency room visit. Presents with abscess near labia. Past surgical history: multiple (nearly 40 per pt) abdominal surgeries starting age 19, most recent around 45. Social history: former smoker. On (B)(6) 2019: (B)(6), md. Emergency room visit. Past medical history of hypertension, parastomal hernia, presence of ileostomy status post colectomy for ulcerative colitis, chronic obstructive pulmonary disease, hypothyroidism, chronic pain, and history of breast cancer, presents to the emergency department for complaints of abdominal pain. Reports waking up at 2 am today with a severe non-radiating lower abdominal pain and nausea, followed by multiple episodes of dry-heaving. Has not had any ileostomy output since 1-1:30 pm yesterday. History of multiple bowel obstructions and strictures since undergoing colectomy in 20¿s; last episode about 10 years ago. Weight 56.7 kg (125 lb), bmi 22.86. Impression: small bowel obstruction. Plan: admit. On (B)(6) 2019: (B)(6), md. Radiology-CT abdomen/pelvis. Impression: a small bowel obstruction is present. The transition point probably located within the pelvis, just beyond a segment of fecalization. On (B)(6) 2019: (B)(6), md. History and physical. 57 year old women with ulcerative colitis status post total abdominal colectomy and end ileostomy approximately 30-40 years ago, recurrent small bowel obstructions (most recently ~20-25 years ago) some of which have required lysis of adhesions, stoma revision ~10 years ago for retraction, who presents to the emergency department with abdominal pain since 2:00 am. Last stoma output was at approximately noon yesterday, obstipated since. Past medical/surgical history: total hysterectomy, peristomal hernia. Impression: presents with abdominal pain and obstipation concerning for small bowel obstruction. CT is consistent. Exam is not concerning for bowel ischemia presently. Plan non-operative approach. On (B)(6) 2019: (B)(6), md. Radiology-xr abdomen. History: evaluate passage of contrast in patient with end ileostomy and prior total colectomy. Impression: passage of enteric contrast material into the colon and rectum with persistent abnormal dilation of several loops of small bowel suggesting ileus rather than obstruction. On (B)(6) 2019: (B)(6), md. Operative report. Pre-op diagnosis: small bowel obstruction. Postoperative diagnosis: same with extensive, severe intra-abdominal adhesions and bowel severely adherent to mesh and pelvis, numerous enterotomies. Operation: intra-abdominal lysis of adhesions, small intestine segmental resection, abdominal mesh removal. Anesthesia staff: certified registered nurse anesthetist: (B)(6), crna. Supervising anesthesiologist: (B)(6), md. Anesthesia: general. Asa class: 2. Anesthesia type: general with et tube. Fluids: crystalloid: 2000 ml. Transfusion: none. Ebl: 150 ml. Uop: per anesthesia. Specimen(s): approximately 60 of small bowel. Drains: none. Findings: extensive adhesions from ileum/stoma to previously placed mesh as well as to the right pelvis which resulted in numerous enterotomies in the terminal 60 cm of remaining small bowel and necessitated take down of the stoma and removal of the mesh (photos taken), 120 cm of small bowel from ligament of treitz to stoma remaining. Condition: stable. Specimen: 60 cm of small bowel. Surgical wound closure: all layers of incision (deep and superficial) are fully closed by some means. Operative time: 5 hr 58 min 6 sec. Complications: enterotomies. Procedure in detail: ¿the patient was brought to the operating room. A surgical briefing per protocol was held. General anesthesia was induced uneventfully and intravenous antibiotics, cefotetan, were administered. A urinary foley catheter was placed sterilely to closed gravity drainage. Pneumatic compression device stockings were placed on her legs. She was placed in the low lithotomy position. The abdomen was prepped with chloraprep and the stoma had a nipple placed and was covered with an op site and we waited the allotted 3 minutes for drying. A final timeout then proceeded. Given the expected area of obstruction on CT, a midline laparotomy incision was made and we immediately encountered mesh. After incising through the mesh, it was noted that the small bowel was densely adherent to the mesh and in the process of taking the small bowel off the midline portion of the mesh an enterotomy was encountered. It became readily apparent that the mesh in the midline and around the stoma was densely adherent to the stoma and small bowel and would necessitate removal in order to take down the stoma and be able to perform an extensive lysis of adhesions and relief of small bowel obstruction. The mesh (intra-abdominal composite with ptfe) was completely removed using sharp technique and cautery and the ileostomy was taken down and the [sic] an extensive lysis of adhesions was performed taking nearly 4 hours. This included dense adherence to the right pelvis (possibly in the area of prior total abdominal hysterectomy bilateral salpingo-oophorectomy and the right adnexal resection. The iliac vessels were exposed, but the right ureter was not readily apparent. Methylene blue was given. No blue was seen in the operative field over the next several hours and the urine in the foley was green throughout the case. The lysis of adhesions led to 6 separate enterotomies over a 60 segment of distal small bowel. Prior to resection the proximal bowel was completely lysed and measured and appeared to have about 120 cm of small bowel remaining. Given the poor quality of the distal bowel and numerous enterotomies the decision was made to resect the bowel which was done with 80 gia blue stapler. The mesentery was taken down with ligasure. The right ureter was then identified after right retroperitoneal exploration and noted to be intact and with normal peristalsis. Hemostasis was obtained and 3 liters of warm irrigation were used to irrigate the abdomen. Once the pelvis was dry tisseel was placed in the right pelvis in the area of the dense adhesions and seprafilm was placed in the pelvis as well. The stoma was then brought out the same site and tacked with 3-0 polysorb intra-abdominally to the posterior fascia. The midline was then closed with 0 maxon running suture and interrupted 1 polysorb figure of eight sutures after rectus sheath blocks were performed. Pulse lavage of the wound was performed and it was closed with staples and dressed with silver impregnated dressing. The stoma was matured with 3-0 polysorb in a brook fashion and stoma appliance placed after digitizing and confirming viability and patency. The counts were correct at the end of the case and final surgical debrief was performed.¿ on (B)(6) 2019: (B)(6), md. Pathology report. Case#: (B)(4). Final pathologic diagnosis: a. Small intestine resection, ileal: serosal adhesions; enterocutaneous anastomosis; defect consistent with enterotomy. Microscopic description: this specimen is examined microscopically. The histologic features are summarized in the pathologic diagnosis. Clinical history: surgical diagnosis: pre-op diagnosis codes: small bowel obstruction. Surgical procedure: intra-abdominal lysis of adhesions. Gross description: ileum. Received in formalin labeled (B)(6) is a 30.0 cm in length segment of tortuous bowel with a possible side to side anastomosis with a second 30.0 cm in length segment of bowel. There are extensive surrounding hemorrhagic fibrous adhesions. The wall averages 0.2 cm in thickness. No mucosal lesions are identified. There is a sutured transmural defect with surrounding hemorrhagic fibrous adhesions. On (B)(6) 2019: (B)(6), md. Radiology-CT abdomen/pelvis. History: evaluate for abscess, post-op approximately 1 week from extensive lysis of adhesions, small bowel resection, and ileostomy revision. Findings: there is an irregularly shaped fluid collection just below the abdominal wall, inferior to the ileostomy into the right of midline. This contains fluid and air. The findings would be compatible with an abscess. It measures about 7 x 2 cm. Improved dilatation of the small bowel. Impression: there is a new abscess in the lower anterior abdomen, inferior to the ileostomy. On (B)(6) 2019: (B)(6), pa. Progress notes. New issue: intraabdominal abscess ¿ plan for percutaneous drainage today. On (B)(6) 2019: (B)(6), md. Radiology-CT guided percutaneous drainage cath placement. Indication: recent abdominal surgery with a small fluid collection in the anterior lower abdomen and pelvis deep to the abdominal wall incision. Impression: successful CT-guided aspiration of a small anterior lower abdominal/pelvic fluid collection deep to the abdominal wall incision with removal of 15 ml of serous fluid. This appears to represent a postoperative seroma, and the fluid was submitted to the laboratory for analysis. On (B)(6) 2019: (B)(6), md. Radiology-CT abdomen/pelvis. History: fever and leukocytosis. Evaluate for occult infection. Impression: significant progression of bilateral dependent lower lobe consolidation, consistent with pneumonia or aspiration. Associated borderline-enlarged subcarinal and hilar lymph nodes that are likely reactive. Small bilateral layering pleural effusions. Unchanged anterior pelvic intraperitoneal fluid collection that was recently aspirated. No new abnormality in the abdomen or pelvis. On (B)(6) 2019: (B)(6), md. Radiology-CT abdomen/pelvis. Indication: pulmonary embolus. Impression: postoperative changes related to midline laparotomy, intra-abdominal lysis of adhesions, and resection of the distal ileum with stoma revision. An irregular pocket of fluid within the lower anterior abdomen and pelvis with associated thickening of the peritoneum is grossly unchanged, allowing for differences in technique. There is no new abdominal or pelvic fluid collection seen to suggest a new abscess cavity. On (B)(6) 2019: (B)(6), pa. Discharge summary. Date of admission: on (B)(6) 2019. Disposition: skilled nursing facility. Issues to be addressed in follow-up: continued antibiotics, ostomy care, wound care, follow-up on nutritional needs. Primary discharge diagnosis: small bowel obstruction. Pneumonia, sepsis without acute organ dysfunction. Was admitted to the surgical service with clinical symptoms, labs and imaging consistent with recurrent small bowel obstruction. She was admitted to the floor for bowel rest, IV fluids, pain control and nasogastric placement. She failed non-surgical management and on 06/14 was taken to the or and underwent intraabdominal lysis of adhesions, small intestine segmental resection and previous abdominal surgical mesh removal. She tolerated the procedure well and was return to the floor for continued management. Post op course was complicated by urinary tract infection, labial infection and abdominal fluid collection (interventional radiology aspirated on (B)(6) with no culture evidence of infection). Internal medicine consulted on (B)(6) because of worsening wbc, platelet and bibasilar consolidation she had extensive workup. Infectious disease was consulted as well and recommended 7 days of broad spectrum therapy which was completed prior to discharge. Was discharged on IV vancomycin with recs for 2 weeks from date of first negative blood culture. It was decided patient would benefit from discharge to skilled nursing facility for continued IV antibiotics needs, mobility needs and complicated medical management needs. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent an unknown hernia repair on an unknown date whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel obstruction and removal of mesh. Additional event specific information was not provided.